Manufacturer narrative:
For the investigation the logbook and the pcb m16.2 were analyzed. The reported reboot could be confirmed. According to the log entries the ventilation unit v500 performed one warmstart on (B)(6) 2016 and continued to ventilate the patient with the previous settings afterwards. The analysis of the pcb m16.2 showed that it reacts sensitive to shocks. Therefore the reboot was likely due to a failure of the pcb. The communication between the cockpit and ventilation unit was interrupted in the meantime which was alarmed by the device accordingly. In the event of a reboot the ventilation stops for at maximum 8 seconds and the safety valve opens against ambient to allow for spontaneous breathing. After the reboot the therapy continuous with the set parameters, the device alarms accordingly. The device reacted according to its specification.

Event description:
It was reported that the device reboots during ventilation. No patient injury reported.